Manufacturer narrative:
The electrode lot number is q7664. The expiration date is 21-sep-2024. The field service engineer (fse) inspected the module and presumed that the event was caused by all of the electrodes. Zhe then replaced the electrodes. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from one patient sample tested on the cobas 6000 c501 module. The reporter stated that the patient's result and the qc were not reproducible. The initial result was not reported outside of the laboratory as it did not correspond to the patient's clinical picture prompting the rerun of the patient sample on another c501 module. The initial na result from the module was 124 mmol/l. The repeat result from the other c501 module was 131 mmol/l.

Manufacturer narrative:
The issue was not resolved after the field service engineer replaced the electrodes. The module was then replaced which resolved the issue. Further investigation was not possible as the module was replaced. The cause of the event could not be determined.